Event description:
It was reported that the insulin pump had physical damage before the customer had received it. The blood glucose reading was 286 mg/dl. The customer stated that she observed a scratched display screen upon opening the device's box. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.